Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was not able to duplicate the reported failure. Physio found that the unit powered on and delivered appropriate defibrillation therapy when prompted. Physio did observe that the power would intermittently fluctuate slightly when the monitor was moved, or bumped, but it never fully powered off. As a precaution physio replaced the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed battery pins and confirmed that they were very worn and began losing their shape. The likely cause of the reported failure was worn battery pins.

Event description:
The customer contacted physio-control to report that while monitoring a patient their device shut down by itself. The customer was able to power the device back on, but the ECG continued to show just dashed lines. A backup monitor was brought to the scene within four (4) minutes and they used the backup device to continue patient care. There were no adverse effects to the patient due to the reported issue.